Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 90mg/dl to 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. On (B)(6) 2016 at 08:30am, a blood test was performed by the customer fasting and produced test results of 32 mg/dl. The storage of the product was not provided. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is not provided. The meter memory was not able to be reviewed since the customer could not recall the meter's memory; the customer provided a test result of 89 mg/dl but additional information not provided. Adverse event not reported.